Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that reagent probe b of the synchron lx clinical system, model lx20 pro, was leaking fluid, which had collected beneath the drip tray. The customer technical specialist (cts) generated a service request. On the following day, the field service engineer (fse) inspected the instrument and found that reagent probe b was leaking because of a cracked reagent line. The fse replaced multiple reagent crane lines and primed the instrument, after which no further leaking was observed. Then, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no patient results or samples were affected, and that no one was exposed to or harmed by the leak.